Event description:
It was reported that the guardians have noticed a gradual decline of auditory and speech performance since (B)(6) 2009. Problems of outer devices are excluded and history of head trauma is denied by guardians. Testing carried out on (B)(6), 2010 shows that 8 channels have status "hi" and that the impedance of the ground path electrode is not stable.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.